Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to a oximetry finger sensor device. The patient alleges symptom "like a burn". The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to an oximetry finger sensor device. The patient alleges symptom "like a burn". The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the sensor was visually checked, and it was confirmed that the coating was torn around the root part of the sensor which was located on the tip and the internal wires were partially exposed. The portion was checked in details, and it was confirmed that the core wires were not exposed. Connecting the sensor to alice pdx, operational checking was performed then the spo2 was being measured at the beginning, but the data display was occasionally interrupted during the measurement. During the measurement, a load was put on the root part of the sensor by twisting with fingers then the waveform was occasionally interrupted in the middle. Therefore, it was possible that semi-disconnection has occurred in the portion, but there was no significant heat generation confirmed. As per the investigation results, it was assumed that due to occurrence of semi-disconnection around the root part of the sensor, the part slightly got hot and led to the burn (or low temperature burn). However, the cause was not identified. In this report, box b, h has been updated/corrected.